Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2017 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad was undamaged and all the buttons were responsive to user presses. The keypad cover was opened and there was no intermittent condition found on the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up and down buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.